Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient felt overstimulation/jolting at the therapy location. This was noted as a sudden change. The patient is on a sub-threshold setting, but she felt jolting and overstimulation the next day after a long car ride. Turning down the amplitude did not stop the overstimulation, and she needed to turn the implantable neurostimulator off for the overstimulation to go away. It had not happened at home to the same extent, but she had felt some change at home. She did try turning off adaptive stimulation, but still felt the overstimulation. The manufacturer representative was going to set up a group that was not adaptive stimulation, and the patient was going to report if the issue occurred at home. All impedances were good and between 750 ohms and 1000 ohms. The event occurred on (B)(6) 2016.

Event description:
Additional information was received from the patient that reported that the steps taken to resolve the overstimulation and jolting experienced after the long car ride and the change in stimulation experienced at home was to add a new program that did not use adaptive stimulation technology in the instance that this occurred in the future to attempt to remedy the situation. There were unknown circumstances that led to the change in stimulation experienced at home. There was no change in activity level, programming, et cetera. The overstimulation, jolting, and change in stimulation had resolved as of the time that the additional information had been received as it had not occurred since this incident.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.